Event description:
A device was returned to manufacturer's product investigation laboratory in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging two skin cancers on face by nasal area, cough, and throat irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer inspected externally and internally, observed liquid ingress and mineral spots on blower and blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, dirt contamination on flip lid seal, and indeterminate contamination throughout enclosure suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms.

Manufacturer narrative:
Section h is corrected/updated in this report. Section h: - h6 health effect - clinical code are corrected/updated (previously reported as no clinical signs, symptoms or conditions). In section h: - h6 health effect - impact is corrected/updated to serious injury/illness/impairment (previously reported as no health consequences or impact).

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-03446. This report was submitted for the dreamstation humidifier. The base device associated with this humidifier is reported under MDR 2518422-2022-03446. At this time of investigation, it has been determined that all reporting activities will be carried out in MDR 2518422-2022-03446. Therefore, this report was submitted as a duplicate report of the previously submitted report.